Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not able to be replicated. Based on the results of the investigation, a definitive root cause could not be identified. However, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed a b30 communication error. The issue occurred during preparation for use. There were no reports of patient harm.